Manufacturer narrative:
Product analysis: analysis of the programmer was able to confirm the device required a software update. It was determined during analysis that the stylus was non-functional. Analysis also noted that the system fan was noisy, and the display drops due to lower hinges. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for a software upgrade and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.